Manufacturer narrative:
The device involved was not retained by the hosp. Consequently we were unable to confirm the reported occlusion nor to review the device's mfg history. The pt involved was elderly with a history of smoking, mild asthma, productive cough, and production of loose secretions. The device's housing is transparent, to allow any secretions to be immediately apparent. In addition, the instructions for use for the product includes the following precaution: "copious secretions-if a pt produces exudates or bleeding which enter the filter, then the filter must be removed". The info rec'd by the firm suggests that, despite the anesthetist noticing secretions in the filter housing, the filter was not immediately removed. Conclusion: the causal factor appears to be user error, in not using the device in accordance with its labeling.

Event description:
It was reported that, during an laminectomy on an older pt the pt was positioned into prone position for the duration of the surgery (three hours). After the operation the pt was turned on his back, the anesthetist reportedly could not ventilate the pt. The anesthetist noticed secretions in the endotracheal tube and device. The endotracheal tube was replaced with a nasopharyngeal mask. Ventilation was still not possible. The pt was taken off the ventilator and manual ventilation via an ambu bag was attempted without success. Finally the device was removed and gas flow to the pt was resumed. The anesthetist reported that the device was 100% blocked. The pt has no adverse effects from this incident and is fine. The implicated device was not retained by the hospital.